Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. Patient mentioned her device was removed possibly however does not know for sure. Patient states she feels a knot around the site of ins. The leads are still implanted. The devices were removed because going out too much. Patient states the latest ins only lasted 15 months. Patient states she has a competitor device now that lasts 9 years. Patient states she feels a hard lump on the buttocks area. Patient is not sure if the device was taken out. The event date was not provided. No further complications were reported/anticipated.